Event description:
It was reported that the patient's ipg became inoperable after an unrelated procedure where the device was not put into surgery mode. Troubleshooting was able to resolve the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.